Manufacturer narrative:
The customer¿s report of a leak was confirmed. Visual inspection of the set noted that the female luer was cracked along the length of the luer; and that the crack was opposite the luer gate. The female luer cavity number was noted as 57. There were no other damages or issues. Functional testing was performed and fluid leaked out from the observed crack. No leaking or any other issues were observed from anywhere else on the set. The root cause of the customer¿s report of a leak was identified as due to a crack on the female luer.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a leak from a crack noted between an extension set and a syringe, approximately 2 hours into an infusion of lipids 20% at 4ml/hr. There was no report of patient harm.